Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using pod8 and pod6 coils. During the procedure, the physician was unable to advance a pod8 through another manufacturer's microcatheter and the pusher wire became kinked. The microcatheter was removed with the pod8 inside. A new pod8 was used. The physician was unable to advance the pod8 against resistance. The pod8 was successfully removed and the procedure continued using a new pod6. The pod6 was deployed into the aneurysm, but the physician was not satisfied with the packing density. The physician was unable to withdraw the pod6 into the microcatheter and the microcatheter kicked out of the aneurysm. The physician noticed the pod6 had unintentionally detached and the pod6 was successfully removed using a snare device. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Lot # corrected from "f60477" to f44164.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00253, 00254.

Manufacturer narrative:
The pet lock was still intact. The pod8 pusher assembly was kinked at approximately 6.5 cm, 21.5 cm, 88.0 cm, and 115.0 cm from the proximal end. The pusher assembly was fractured at approximately 90.0 cm and 114.0 cm from the proximal end. The proximal constraint sphere was still intact with the distal detachment tip (ddt). The complaint has been evaluated. The initial complaint indicated that the physician was unable to advance a pod8 through a non-penumbra microcatheter. The pod8 pusher assembly kinked in attempts to advance the pod8. The complaint further indicated that a second pod8 was used, and resistance was again experienced. In addition, the complaint indicated that a pod6 was advanced through a microcatheter, and then unintentionally detached. Evaluation of the returned devices revealed that both pod8 pusher assemblies were kinked and fractured in multiple locations. These types of damage typically occur due to improper handling during removal from packaging or use. If the devices were removed from packaging or manipulated during insertion into patient with force at an angle, it is likely that the devices would kink or fracture. The evaluation further revealed that the coil on the second pod8 unintentionally detached. This detachment most likely occurred due to the complete fracture of the pod8 pusher assembly. This fracture allowed the pull wire to be retracted without breaking the pet lock, which likely caused the unintentional detachment. A px slim microcatheter was returned for evaluation. This device was undamaged and functional. The pod6 mentioned in the complaint was not returned for evaluation, and therefore, it was not possible to determine the cause of the complaint regarding the pod6. These devices are 100% visually and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.